Event description:
Report received of air observed in the pt line while the device was in use. The pump was delivering a continous infusion of naropin at an unspecified dosage and rate. The reporter stated that air was noted below the pump but no air in line alarm occurred. The infusion was discontinued. There was no reported pt harm or adverse pt effects. Although requested, no add'l info was provided.